Event description:
It was reported that a malfunction occurred on the pump. The malfunction caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high," although no specific value was provided. Customer had not taken any actions to address the high blood glucose before contacting support. Technical support assisted by providing pump reset information and guided the customer through resetting the pump, which resolved the issue without recurrence. Customer was advised to continue using the pump and to call back if the malfunction reoccurs.